Manufacturer narrative:
Submit date: (B)(4) 2013. An investigation is currently underway. Upon completion the results will be forwarded.

Event description:
It was reported to covidien in (B)(6) 2013 that a customer had an issue with tumescent infiltration pump. The customer states that the pump no longer works. It turns on, but doesn't move the tumescent through the tubing.